Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode with high voltage therapies disabled and failed to be interrogated. Attempts were made to restore the device to its original settings but were unsuccessful. Additional intervention was not performed. The patient was stable throughout.